Event description:
A physician reported that the probe was weak and could not aspirate during cataract surgery (with intraocular lenses implant). It was unknown whether it was during ultrasound (us) or irrigation/aspiration (I/a) mode. The surgery was completed after replacing the probe with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5., and h.11. Following submission of the initial report, it was determined that the reported event "aspiration was weak" is referring to cassette not with the phaco tip. Hence, the event code was updated to "aspiration/suction issue ¿ no reportable malfunction" and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 1644019-2024-02456. The manufacturer internal reference number is: (B)(4).